Event description:
The implantable neurostimulator (ins) was removed because, an infection was found behind the ins. The pt was placed on antibiotics and sent home. Additional info has been requested, a f/u report will be sent if additional info becomes available.